Event description:
It was reported that during the procedure at the user facility, the esep pencil caught on fire. It was reported that there were no adverse consequences and no medical intervention as a result of this event. It was also reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.